Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection confirmed silicone remained on the carrier. The functional evaluation confirmed that the dressing had reduced adherence, establishing a relationship with the reported event. The root cause has been identified as a raw material issue. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. The complaint history review found further instances of the reported event, currently being monitored, with actions being taken to reduce further instances. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that when it was tried to peel of the layer in the dressing, the silicon sticked mostly on it and not on the dressing.